Event description:
It was reported that the patient experienced a reduction of stimulation coverage from their implantable neurostimulator (ins). A revision of the lead was performed. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). This device was being used in an ide physician-sponsored clinical trial.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had reduced coverage of stimulation to the areas of the patient's pain. It was noted that the patient was in need of a revision of the lead to allow for adequate coverage of stimulation in her areas of pain. It was noted that there was a possible lead migration or change in location of pain caused a reduced benefit of stimulation for the patient. It was noted that the actions required was a revision of the lead to provide coverage of stimulation in the area of pain.

Event description:
Additional information received reported that about 3 months after the permanent implant the patient had one of the leads replaced due to inadequate coverage of stimulation. It was noted that this was possibly due to lead migration. It was noted that the lead was replaced and the patient reported good pain relief once programming of the new lead was completed.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va01v2c, implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the patient noticed a change in the location of their stimulation. It was noted the patient had a lead revision on (B)(6) 2013. It was further noted the patient reported an improvement in relief from the stimulation after the revision. It was noted the etiology was cervical disc disease. The reporter stated the patient reported improvement at an appointment on (B)(6) 2013.